Event description:
It is reported that the device sat approximately 20mm proud when attempting to implant. The surgeon finished the case using a 10mm stem.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.